Event description:
Related manufacturer reference number: 2017865-2021-26529. It was reported that when the patient presented in clinic, right ventricular (rv) lead perforation was confirmed via CT scan. Right atrial (ra) lead perforation was suspected due to loss of capture, high output and low p-wave sensing amplitude. Pericardiocentesis was performed. The leads were explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.